Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Previous product report in MDR 2938836-2015-02034. During follow up, rv lead noise was seen on a transmission through merlin.net. The device was reprogrammed and the patient will be monitored over the next year before considering lead revision.